Manufacturer narrative:
Additional information was received that two days following the valve implant, a conduit pseudoaneurysm was noted requiring the implant of covered stents and the implant of the second valve. The patient was alive and well. A small pseudoaneurysm remained and will be managed clinically.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve, a second valve was impla nted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.